Event description:
Customer stated that there are variances with the sensor glucose and blood glucose reading. The blood glucose stated 40 mg/dl on the insulin pump, however, after the blood glucose was checked the correct reading was 127 mg/dl. Customer uses two different glucose meters. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.